Event description:
I had fever for over two weeks after I started using this gel with an ultrasound machine for a tummy tuck I had recently. I got an infection in my belly button and it has not heal and need to get a new surgery to fix; I was told by my doctor that was damaged. Red medical supplies ltd.